Event description:
Edwards received information that a 23 mm bioprosthetic valve, implanted for approximately three (3) years and six (6) months, were explanted due to calcification causing stenosis. It was reported that two coronary artery bypass grafts were performed during the same procedure as the implant of this valve.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation. The reported calcification and stenosis were confirmed. X-ray demonstrated the wireform to be intact. The valve had extensive vegetation or growth on all three leaflets as seen on the inflow and outflow aspects. Minimal calcification was observed on the vegetation located on leaflets 1 and 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect, and 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Vegetation and host tissue restricted leaflet mobility and led to stenosis. There was a cut on leaflet 3 of approximately 10mm x 7mm. The cut appeared smooth and straight. The cut leaflet was not returned with the valve. The sewing ring had been cut near commissure 2. One pledget remained attached to the sewing ring near commissure 3 as seen on the inflow aspect. The valve was not returned in the same condition as in the pictures provided by the customer; leaflet 3 was cut. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: histology report was received and the conclusion states -- x-ray examination and histology revealed that there was very little calcification on this valve. Instead, the bioprosthetic valve leaflet tissue was found to be undergoing non-calcific bioprosthetic tissue degeneration. The diffuse tissue degeneration affected all three leaflets, resulting in significant thickening of the leaflets, becoming sufficiently severe to be largely responsible for the reported valve stenosis. Although both x-ray imaging and histology showed there was minor focal tissue calcification in the valve, the tissue calcification did not appear to be the primary cause for the reported aortic stenosis in vivo. Non-calcific tissue degeneration is a complex process triggered by the interaction between the host and the device and is highly variable among patients. The mechanisms associated with non-calcific tissue degeneration in bioprosthetic heart valves are not fully understood. Patient biological factors such as age, the state of the immune system, and comorbidities are believed to play important roles in the development of non-calcific tissue degeneration. The presence of host inflammatory cells in the areas of tissue degradation indicates an on-going immune system contribution to the observed tissue deterioration.

Manufacturer narrative:
Evaluation summary: during the examination of the valve as received, it was found that a substantial amount tissue in one leaflet, leaflet 3 (l3), was missing, presumably removed post explant. Leaflet tissue thickening, became opaque in color, and with fibrin-like material deposition on both outflow and inflow surfaces of the valve were presented on all three leaflets. One small calcification nodule on leaflet 1 (l1) and several slightly larger calcification nodules on leaflet 2 (l2) were detected by x-ray imaging. The location of the calcification nodules appeared to be near the inflow surface of the leaflets. No noticeable tissue calcification was revealed by x-ray imaging on the remaining tissue of l3. Host fibrous (pannus) tissue growth on the valve was unremarkable. These findings suggest that the leaflet tissue degeneration is primarily non-calcific in nature. Without histology analysis and patient information, the detail pathology/morphology of the leaflets and the root cause for the pathological changes observed in this valve could not be determined at this time.

Manufacturer narrative:
The device is in transit to edwards facility at (B)(4) for evaluation. A supplemental MDR will be submitted upon completion of the device evaluation.